Event description:
A female pt reported experiencing keratitis with "infection spots" on the cornea of both eye and corneal edema (all events unconfirmed) after using a private label multipurpose solution. After a few months of use, her eyes started to feel uncomfortable. She was using new frequency 55 contact lenses (purchased end of 2006). At the time, she didn't think the problem was caused by the solution, so she continued using it. Her eyes became red and they hurt, so she thought they were congested. Her family doctor gave her vigamox antibiotic eye drops to control the redness. The pt does not recall that he gave her a diagnosis. He told her to see an eye doctor if symptoms return. Symptoms abated after one week, but they returned after she tried to resume lens wear (new lenses/new case) with the solution. She saw an eye doctor in 2007 who reportedly diagnosed keratitis with "infection spots" on her cornea. The right eye was worse than the left. He told her to discontinue lens wear and use of the solution. Reportedly he told her the problems were caused by the solution. Reportedly he told her the problems were caused by the solution. He prescribed sulf-pred 10-.25% antibiotic eye drops for the keratitis. The redness abated. In the following month, the pt still had corneal edema, so the eye doctor prescribed muro 128 5% ointment. Her symptoms continued including poor vision. She is now using systane eye drops for moisture, but her eyes are still dry and uncomfortable. She indicated that at her last eye doctor visit he noted she was 'getting better'.

Manufacturer narrative:
Batch record review of reported lot, chemistry and microbiological testing were performed for retained sample. No deviations noted. Product was within specifications. See scanned page.